Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient had a break in aseptic technique. On an unreported date in (B)(6) 2010, a peritoneal effluent culture was performed which was positive for (B)(6) and (B)(6). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The nurse did not provide information regarding treatment. Pd therapy was ongoing at the time of the events. On an unreported date in 2010, the patient had recovered from the peritonitis. It was not reported whether the patient was retrained in aseptic technique. On (B)(6) 2010, the patient was discharged from the hospital. The patient's concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with culture positive for (B)(6) and (B)(6) was not related to pd therapy. A causal relationship was not reported for the event of break in aseptic technique and pd therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was due to use error and poor aseptic technique. A labeling review was performed and found to be adequate. A batch review was performed for the potentially associated lot numbers (gd873893, gd873901, gd874859), with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.